Manufacturer narrative:
Medtronic received additional information that the surgeon indicated there was no malfunction or performance issue with the medtronic valve. The only issue was that the selected valve ended up being the incorrect size for this patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25 mm bioprosthetic valve, the valve was explanted and replaced with a 25 mm valve of a different model. The reason for replacement was due to the sewing ring being stiff and not conforming adequately to the annulus. The physician concluded that the valve was oversized for this patient. No additional adverse patient effects were reported.  Additional information was received that the physician used the following implant technique for this valve: three running sutures, non-everting, no pledgets, tied down with three corknots.